Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4): no femoral angiogram was taken.

Event description:
It was reported that an arteriotomy closure of a mildly tortuous common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, during advancement of the thumb advancer, resistance was felt and the sheath could not be split fully. The angle was changed and the clip was fired; however, the clip remained on the clip delivery tube. In accordance with the instructions for use, the safety release mechanism were used to successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). An analysis of the returned device did confirm the reported device issue. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified. The procedure was performed without a femoral angiogram taken. Per the starclose se instructions for use, under the closure procedure heading, perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection.